Event description:
It was reported that the issue was "air detector in poor condition". There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Physical evaluation of the device found a damaged air detector and damaged battery compartment. The primary complaint was duplicated. The air detector was replaced to address the primary complaint. The battery compartment was also replaced.